Manufacturer narrative:
On (B)(6) 2019 it was noticed that the information provided in . Additional. Manf. Narrative/corrective data of the 3500a initial medwatch report was incorrect since no indication was made that the device was discarded. However, the method codes were confirmed to be correct. The incorrect statement is being removed due to being incorrect: "the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer." The correct statement is the following: "additional information received indicates that the device is not available for return, therefore no product investigation can be performed and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30191843m, and no internal actions related to the reported complaint condition were identified." Manufacturer's ref #(B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was under general anesthesia. During the procedure prior to any catheter insertion, the carto 3 system was set up and the unit was not recording intracardiac (ic) signals transferred to the ge pruka ep system. All connections were assessed. It was also reported that they were unable to pace the patient. The issues experienced were associated to the ic out cable and computer board. After troubleshooting, the ic out board was pushed into back of patient interface unit (piu) unit, the signals were restored, and pacing was able to be performed. The pacing leads were not connected to the direct stimulator port, they paced via carto into purka pin box. The model of pacing stimulator used was micro pace. The pacing was planned, no unwanted pacing was delivered. The case was delated by 60 minutes. Later during the procedure post transseptal, mapping and ablation phases for pulmonary vein isolation (approx. 90 minutes after the case started), the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. It is unknown the exact time injury occurred, it could have occurred either during transseptal puncture or when the catheters were placed on the left side of the heart. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was stabilized and transferred to the intensive care unit. Extended hospitalization was required for longer observation as a result of the adverse event. It was reported that the patient recovered well. The physician could not determine the cause of the adverse event. Transseptal puncture was performed with sjm broken brough needle and sl0 sheaths. High incidence of contact force when re-crossing transseptal was noted on one occasion; however, this can be normal when re-crossing septum. There was no evidence of steam pops during the ablation. The flow was set as per standard 2 ml and then 17-30 mls during ablation. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to the lasso catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter.